Event description:
During evaluation of a returned spectrum pump, the device alerted to 'battery very low!" And depleted in less than 15 minutes. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection found the back flex battery contact pin (3 of 8) fully depressed and unable to rebound as designed. The back flex battery contacts pins do not make contact with the battery pin, causing that the unit does not charge the battery properly and showed battery alert not charging message. Dried liquid substance on the back flex battery contact pins would cause battery very low messgaes, and the battery to deplete in less than 15 minutes. The battery contact pins require cleaning to correct the problem. Fluid/contamination may occur as a result of improper cleaning practices. To prevent residue build-up or corrosion, of the battery and/or electrical pins, user should follow the cleaning instructions provided in the spectrum operation¿s manual, which contains information cautioning the user on the cleaning of the pump accessories such as the battery. A service history review revealed no indication that the parts replaced during servicing would cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.